Event description:
The event is reported as: complaint alleges that balloon would not inflate. Alleged failure occurred prior to patient use. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.